Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. X-ray review shows that 3 plates are broken among the 4 implanted plates. Investigation is in progress. Device still implanted.

Event description:
Roi-c : anchor breakage 8 month post-op. Patient had a 2 level- roi-c implantation in (b)(7). At 8 months post-op, patient presented with broken plate on the inferior side. According to surgeon, surgery "went very well and no incidents or adverse events occurred during surgery or immediately post op". Patient is still doing well and have no pain or no complaints. Surgeon reported that he was not concerned about the implant instability.

Manufacturer narrative:
The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. It could not even be possible to make hypothesis about the root cause of the event. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown. If additional information is received that allow to draw a conclusion for this investigation , this case will be reopened.

Event description:
Roi-c : anchor breakage 8 month post-op. Patient had a 2 level- roi-c implantation in june 19. At 8 months post-op, patient presented with broken plate on the inferior side. According to surgeon, surgery "went very well and no incidents or adverse events occurred during surgery or immediately post op". Patient is still doing well and have no pain or no complaints. Surgeon reported that he was not concerned about the implant instability.